Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed. The product returned for evaluation was one 3cg/tls stylet. The returned product sample was evaluated and confirmed to be broken. The following observations were made which were consistent with this failure type: microscopic examination revealed deformation of the stylet tubing at magnet edge(s). Microscopic examination revealed localized delamination of the stylet tubing at the damage site(s), indicative of tubing kinking/folding. Kinking of the surrounding stylet tubing, located at magnet interface(s). Measurements of the stylet tubing, stylet core wire, and magnet were taken and confirmed to be within specifications. Although the break in the wire could be confirmed, the root cause could not be determined through examination of the returned sample. The observed features were indicative of circumstances which included stylet kinking, likely during the insertion process. It appeared that additional unidentified factors may have also contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported a piece of the stylet wire broke off completely after bending. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv2283 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a piece of the stylet wire broke off completely after bending. No other information was provided.